Manufacturer narrative:
05-feb-2020 product investigation results: product return was received and investigated. Investigation results confirmed that the melted area on housing of the handle has been caused by overheating due to ingression of fluids. Our assessment is that while it is not probable that such a malfunction would lead to a serious injury, we cannot foreclose that possibility. Therefore, out of an abundance of caution, we are reporting to the FDA.

Event description:
Consumer contacted via phone and stated that the toothbrush started blinking wildly, turned on then off; the handle got suddenly hot, there was smoke, it was charred, and there were flames visible in the interior of the device. No injury was reported.

Manufacturer narrative:
This report is being filed due to a melted hole in the handle. It has been determined that a melted area on housing of the handle could have been caused by a short circuit overheating the pcb/motor transistor. Our assessment is that while it is not probable that such a malfunction would lead to a serious injury, we cannot foreclose that possibility. Therefore, out of an abundance of caution, we are reporting to the FDA. The product has been received and is currently under investigation.

Event description:
Consumer contacted via phone and stated that the toothbrush started blinking wildly, turned on then off; the handle got suddenly hot, there was smoke, it was charred, and there were flames visible in the interior of the device. No injury was reported.